Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed with moisture. The customer¿s blood glucose level was 12 mmol/l. The insulin pump will be returned for analysis.